Event description:
Additional information. The battery was replaced and the patient was doing "fine."

Manufacturer narrative:
Lead: model 3387-40, lot #j0454516v, implanted: (B)(6)2004. Lead: model 3387-40, lot #j0454516v, implanted: (B)(6) 2004. Extension: model 748251, serial #(B)(4), implanted: (B)(6) 2004. Extension: model 748251, serial #(B)(4), implanted: (B)(6) 2004. Programmer: model 37642, serial #(B)(4).

Event description:
It was reported there were low impedances. Electrodes 0-1 had impedance readings of 32 ohms, but the device was not programmed using electrodes 0-1. The patient had been using group b 100% of the time since the device was reprogrammed a week prior, but all programs in group b were 0 volts (no therapy). The reason for the 0 volts was unknown. It was also noted the patient was going to have the battery replaced for an unknown reason. The battery voltage was 2.9 volts, which was not near the elective replacement indicator, and less than half of the battery was depleted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.